Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n174310001, implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n165213, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was reported the patient was admitted to the intensive care unit (ICU) on (B)(6) 2014 at 11:30pm due to bacterial meningitis after his symptoms started at 5pm. The cause of the issue was undetermined and it was unknown if any diagnostic testing or troubleshooting was performed. It was further reported the patient¿s family discussed withdrawing care for him as unconscious. The patient lived alone as he had knee surgery a week ago and ¿did fine with it.¿ the patient was also refilled one week ago. The patient experienced altered mental status, fever, headache, and infection (meningitis and sepsis). The patient had nausea and vomiting for five days and then went unresponsive. Pain was also reported. A culture was taken of the cerebrospinal fluid (csf) of the lumbar region and the type of organism was not specified. Antibiotic treatment was necessary. It was noted the manufacturer representative (rep) was near the hospital so a catheter access port (cap) kit was dropped off in the ICU per the healthcare provider¿s (hcp) instructions. Additional information indicated the family withdrew treatment and the patient passed away early on (B)(6) 2014. The coroners report stated the patient died from viral meningitis. It was unknown if the cause of death was device related. It was noted, ¿the question of source was whether it was from the pain pump and at the time they did not want to culture it or anything because they were not going to be changing treatment and they were terminally weaning him.¿ the concern now was if there was ¿something wrong with the fluids, the medication you¿re putting in.¿ the patient¿s family wanted to make sure that ¿you guys know that so you¿re not infecting other patients.¿ it was unknown what the date of onset/diagnosis or the cause of the infection was. Also, the cause of death was unknown or if the death was related to the implanted infusion system. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver dilaudid.

Event description:
Additional information received reported that the patient's healthcare professional (hcp) was unaware of illness or any complications of the intrathecal pain pump.